Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's cassette not attached properly. It is unknown if there is patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. D9: date returned to mfg; 2/4/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed. The customer reported complaint could not be confirmed or duplicated.